Event description:
Healthcare provider called to report a left side possible rupture, capsular contracture, baker grade IV, and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, wear abrasion, yellow particles on the shell, and white calcification on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no openings were observed on the device. Creases are observed however do not taken as a workmanship because it was not received in their original packaging.

Event description:
Healthcare provider called to report a left side possible rupture, capsular contracture, baker grade IV, and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. This record is for the left side. The device was explanted.